Event description:
Patient reported he had not been using the freedom pump because he had trouble with it and was pushing the syringe manually. Start date of hizentra and use of freedom pump are unknown as (B)(6) did not ship this pump. Lot number and expiration date of pump are unknown. No missed doses or adverse events reported. Unknown if pump is available for return. No further information provided. Reported to (B)(6) by pt/caregiver.